Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Becoming stuck inside me - vagina [foreign body in reproductive tract]. Hurt myself - vagina [vulvovaginal injury]. Tampon started to break up [device breakage]. Tampon started to break up as pulling it out [complication of device removal]. Case description: consumer reported via email that the tampon broke during removal and became stuck inside of her. No serious injury was reported.